Manufacturer narrative:
Tissue degeneration related structural deterioration. Either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. A supplemental report will be submitted upon device history record (DHR) review completion.

Event description:
It was reported that this patient with a 23mm valve, implanted for seven (7) years and two (2) months, underwent a valve-in-valve procedure due to degeneration, stenosis, and regurgitation. Successful tavr was performed with a 23mm with good result. The patient tolerated the procedure well without any evident complication. The patient was discharged in stable condition on post-operative day one.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Reference CAPA-20-00141.